Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 446-448 mg/dl; cause was unknown. Customer required assistance from healthcare provider to treat bg via a manual injection. Subsequently, customer removed pump and went to the emergency room (ER) where bg was treated with intravenous insulin and saline. The customer left the ER 5 hours later with the issue resolved and no permanent damage. Customer declined system check with tandem technical support.